Event description:
It was reported that the pump went into stop pump and shut off for 4 minutes. Drugs delivered via the device were hydromorphone 10000 mcg/ml, clonidine 667 mcg/ml, bupivacaine 10000 mcg/ml and prialt 5 mcg/ml at1.1001 mcg/day. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2010, explanted: unk.